Event description:
Reportedly, a pacemaker revision was performed to a pt suffering loss of capture, cardiac arrest and torsades. During the re-intervention, the physician noted that the screw was irregular. The physician suspects that the observed anomalies may have been caused by airbag deployment during a traffic accident suffered by the pt two weeks before.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.